Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2025. On (B)(6) 2025, the patient experienced a fall, prompting a call to emergency medical services (ems). At the time of the incident, the cgm receiver displayed a glucose reading of 85 mg/dl, while a blood glucose (bg) meter reading taken by ems showed 54 mg/dl. The patient was administered intravenous (IV) medication on site. Upon arrival at the emergency department (ed), the patient underwent an x-ray during a five-hour stay. According to the documentation, the patient was discharged with ongoing IV medication. During a follow-up call on 05/06/2025, it was reported that the patient was ¿not in good condition,¿ having sustained a broken nose and two lacerations to the head. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.